Event description:
No further event information available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed. Review of the device history records identified no related deviations or anomalies during manufacturing.. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. Concomitant medical products: item number: 00-8018-036-02, item name: femoral head, lot #: unknown. Item number: 00-7848-023-00, item name: kinectiv modular neck g, lot #: 60806877. Item number: unknown, item name: unknown stem, lot #: unknown. Item number: unknown, item name: unknown cup, lot #: unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent hip revision approximately 11 years post-implantation due to fracture of the liner component. Attempts have been made and no additional information is available at this time.